Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they had fit issues with the device. This issue was related to their previous reports where the inner cannula was not clicking in place in the trach and can slide right out. Additionally, it was stated that the defect was seen at umroi facilities when an rt highlighted the issue after he and a nurse practitioner encountered fit problems with several patients. A different lot number was found that worked for the patient, and the staff was informed. There was patient involvement and no adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.